Event description:
It was reported that during an attempted implant, noise and high, out of range pacing lead impedance were observed when leads were connected to the device. The device was replaced, and the procedure was successfully concluded. There were no issues with the patients condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise and lead impedance anomaly was confirmed in the laboratory. The device was tested on the bench and a connection anomaly between components on the hybrid was observed. The cause of the reported field events was due to a connection anomaly between components on the hybrid.